Manufacturer narrative:
It was reported that revision surgery is planned for (B)(6) 2021. Reason for revision is an infection of unknown cause. Original surgery date was (B)(6) 2019. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that revision surgery is planned for (B)(6) 2021. Reason for revision is an infection of unknown cause. Original surgery date was (B)(6) 2019.